Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, wide open aortic insufficiency was noted when deploying the valve. The valve was implanted at a 4 mm depth and moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a 28 mm non-medtronic balloon and reduced the pvl to mild. The patient decompensated immediately following the implant. A ventricular assist device was placed though the valve and extracorporeal membrane oxygenation (ECMO) was initiated. Several episodes of ventricular fibrillation occurred during the procedure and the patient was defibrillated approximately fifteen times. The patient's family declined to continue care and the patient subsequently died one day post-implant. The cause of death was not received but the physician did not attribute the death to the device. No autopsy was performed.